Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-06520 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06198.

Event description:
It was reported that PICC line was noted to be leaking when flushed, dressing was changed, catheter inspected for kinks securement device checked no obvious cause. PICC was removed and replaced by over the wire transfer of a new PICC. When original line was examined, it had a visible hole at the 9 cm area. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line was noted to be leaking when flushed, dressing was changed, catheter inspected for kinks securement device checked no obvious cause. PICC was removed and replaced by over the wire transfer of a new PICC. When original line was examined it had a visible hole at the 9cm area. No patient harm.